Event description:
Boston scientific received info that this was presented back to the electrophysiology (ep) lab. The device and electrode were explanted due to infection. There was no further adverse events reported.

Manufacturer narrative:
As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.